Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and the cuff failed to inflate. Under magnification, a puncture/disconnection of the inflation tube into the endotracheal tube was observed. For further analysis, a leak test was performed to verify the location of the leak and bubbles (leakage) were observed at the aforementioned location. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20 and img g04038 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the endotracheal tube was found to be leaking when inflating the cuff. A 5 ml (cc) syringe was used to inflate the cuff with air and the cuff pressure was maintained at 25-30cmh2o. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.